Event description:
Reporter alleged the lancet needle that is a part of the softclix lancing system used in finger-stick blood glucose testing would not retract at times after it had been used. No actions were taken or treatment was reportedly received. A request has been made for the return of the suspect product and replacement product has been sent.